Event description:
It was reported that two days post implant, no capture was noted and the r-waves had decreased. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun